Event description:
The tech found the bed motor lockouts were engaged. When he unlocked the motors, the functions would not stop (the head section would rise unintentionally) unless the lockouts were engaged again.

Manufacturer narrative:
The tech found the outer control panel assembly was not functioning correctly. He replaced the outer control assembly to repair the bed.